Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the drawer did not open. A technical support specialist tss remoted into the system, checked the drawers through the populate buttons interface, but nothing appeared to be out of place. The tss then asked the customer to attempt issuing another medication, at which point the drawer opened successfully and the medication was dispensed, resolving the issue. The system functioned as intended after the technical support specialist tested the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer did not open. The customer reported that a malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.